Event description:
A customer contacted baxter technical service regarding feeling full during drain 4/6 of therapy using the homechoice system. The home patient reported her face felt bloated. The home patient reported they felt like they were holding fluid in their limbs. Therapy was ended and dialysis was continued using manual exchanges. The home patient's drain volume was 63ml during drain 4/6 and 12ml during a manual drain using the homechoice. Review of the event log indicated that the homepatient manually drained 3014ml prior to contacting baxter. Therapy returned to drain 4/6 and then advanced to fill 5/6. The service rep stopped the fill and then the system alarmed a system error. The service rep cleared the alarms and arranged a swap of the device. Therapy was ended. The home patient's therapy parameters are: ccpd/ipd, total volume = 20,000ml, total time = 12:00, fill volume = 3000ml, last fill volume = 2000ml, dex=same, initial drain alarm set point = 1800ml and minimum drain volume percentage = 85. The total volume drained (3014ml manual drain and 75ml with baxter customer service) was 89ml above the programmed fill volume. Per the home patient's nurse, the home patient has not been treated for an overfill situation and there was no patient injury or medical intervention associated with the reported event.

Manufacturer narrative:
Cothe device was evaluated, and the analysis results indicate there was no failure or malfunction identified that could have caused or contributed to the reported symptoms.